Event description:
It was reported that a patient underwent an idiopathic (vt) ventricular tachycardia ablation procedure with a qdot micro, the patient experienced a pericardial effusion and required a pericardiocentesis. The report indicated that after completing mapping and ablation procedure, the physician checked for an effusion with intra cardiac echo (ice) - soundstar® catheter, and the patient had a pericardial effusion. The patient underwent pericardiocentesis, with about 1.1l of fluid removed. The patient was in stable condition. Response received indicated that the physician¿s opinion on the cause of this adverse event was procedure related. The intervention provided consisted of tapped and drained effusion. The patient fully recovered from the event. The patient remained in the hospital overnight for observation and repeat echo. It was unclear when the pericardial effusion happened, since it discovered at the end of the case. The procedural act was 220 seconds. During the procedure 1 or 2 catheter exchanges occurred, but the reporter is unsure. No transseptal puncture performed as went retrograde. Prior to noting the pericardial effusion, ablation was performed, and no evidence of steam pop reported. The irrigation settings for the qmode catheter were, 2sec pre-ablation with max low-flow temp 45, target 50. The patient did not require surgery. The catheter settings were selected correct on the generator. No issues reported with flow rate at the start of ablation, and no error messages observed on bw equipment during the procedure. The report indicated that they use all the force visualization features, and the visitag parameters for stability used were size 3mm, 4mm distance, 3sec, 25 3 fot. Color setting used was impedance.

Manufacturer narrative:
The device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 08-apr-2025. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).